Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the end cap found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump failed self test due to pump error 63 caused by moisture damage on trace of pin 3 u1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: detached end cap, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, detached retainer, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and corroded battery tube. Cosmetic damage was confirmed at the end cap. Pump error 63 alarmed due to moisture damage on the trace of pin 3. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in bottom of insulin pump. No harm was required during medical intervention. The customer will discontinue use of the devise.